Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported dislodgment. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient implanted the lead on (B)(6) 2021. The postoperative program revealed abnormal atrial pacing and sensing. After x-ray examination, the doctor found the lead dislocated. The doctor decided immediately to reset it, then the lead parameter retest that still behaved abnormally. Finally the doctor used another lead to complete the surgery.